Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2018-35179-01 for the reported unknown lot number with a reported power of -6.00. This is the first of two reports for the same end-user involving two complaint products from the same product line, but with differing parameters; this report references the complaint product with a reported power of -6.00. The actual complaint product has not been returned for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an optician that a consumer complained of a corneal scratch. Additional information was received on 30may2018 via a telephone call to the optician. It was reported that the consumer visited an ophthalmologist and was prescribed with an unspecified home therapy for one month and was advised not to wear contact lenses. It was noted that the consumer was currently in good condition. Additional information was received on 04jun2018 via email from the optician. The ophthalmologist's prescription certified that the female consumer was affected by a vertical linear central corneal lesion due to damaged contact lens.

Manufacturer narrative:
This is the first of three reports for the same patient involving three lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported second lot number 10388526. Refer to (B)(4) for the reported third unknown lot number. This is the first of three reports for the same end-user involving three complaint products from the same product line, but with differing parameters; this report references the complaint product with a reported lot 10386263. The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This is the first of three reports for the same patient involving three lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported second lot number 10388526. Refer to (B)(4) for the reported third unknown lot number. This is the first of three reports for the same end-user involving three complaint products from the same product line, but with differing parameters; this report references the complaint product with a reported lot 10386263. Opened sample was found to have surface damage. Since the sample was returned opened, it is unable to confirm if the defect is related to the manufacturing process. There could be vast external contributing factors that could have caused the defect. Evaluation on retain sample found product was meeting manufacturing specifications. The product investigation could not identify a root cause to the complaint reported by the customer. There are no other similar complaints reported on this lot. Investigation has been completed based on current information.